Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 600 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that during a normal office visit that the pump was stalled. Any environmental/external/patient factors that may have led or contributed to the issue was unknown-patient was bedridden. Any diagnostics/troubleshooting was unknown. For interventions, the pump was replaced. The pump would be returned and the rep had the possession of this product. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/ gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.